Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing programming history for the patient it was discovered that the patient left an appointment at unintentional setting due to an incomplete diagnostics. The patient came into the appointment at correct settings and incomplete diagnostics occurred during the appointment. As a result of the incomplete diagnostics the patient settings were changed. The setting changed was noticed during interrogation and partially correct but the off time was left at 60 minutes. The settings were not correct until a later appointment.